Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. No anomalies were observed, the device met specifications. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. A visual inspection of the device header and case noted no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was exhibiting functional undersensing caused by long refractory and blanking periods programmed by the clinician. A few days later, the device was explanted. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. No anomalies were observed, the device met specifications.

Event description:
It was reported that this pacemaker was exhibiting functional undersensing caused by long refractory and blanking periods programmed by the clinician. A few days later, the device was explanted. No additional adverse patient effects were reported.